Event description:
It was reported that the pacemaker device was explanted due to non product issue. This medtronic right ventricular (rv) lead had high threshold values and the patient was dependent on this system, so the physician opted to explant the pacemaker and the lead. No additional patient adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).